Event description:
It has been reported that the user is questioning the functionality of the device during a patient use event. The patent did not survive.

Event description:
It has been reported that the user is questioning the functionality of the device during a patient use event. The patent did not survive. **update: there is no allegation against the device during this patient use event. The customer was inquiring if the device recorded the data from the patient use event only. The patient did not survive.